Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decreased defibrillation impedance was observed on the right ventricular (rv) lead. No intervention will be performed and the patient will continue to be monitored by follow-up. The patient experienced no adverse health consequences.

Event description:
Additional information received indicated the issue was resolved by reprogramming the device.